Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint of cassette not attached error. Review of service history found no 12-month service history. No relevant information was found in the event log. Visual and functional testing was performed. Customer complaint of, cassette not attached error, cannot be confirmed through functional testing. Device passed all testing criteria.